Event description:
A customer reported to baxter corporate product surveillance a pediatric extension set in which a no flow was observed when the male luer of the extension set was connected to a clave luer activated device. According to the report, the anesthesia department connected the extension set to the clave on the most proximal y-site of a hospira lifeshield primary set. The clave luer activated device flushed without an issue right before connection was made. The extension set was also primed without an issue previous to connection. When the male luer of the extension set was connected to the clave on the y-site of the primary set, no flow was observed. The no flow resulted in a leak of propofol. There was a patient involved. However, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.